Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt there was resistance inserting the stylet into the lead lumen. Once inserted, there was high impedance, no capture, and a lead fracture was suspected. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.